Manufacturer narrative:
The insulin pump had no button error alarms noted. The device had no button response due to corroded keypad traces. The device had cracked display window, cracked case at the display window corner, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 280 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.